Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [(B)(4)]. Facility discarded device after use.

Event description:
It was reported via medwatch "patient's mother notified nurse that patient was bleeding from port site. Upon arrival, nurse assessed blood coming from the line of the patient's port while chemotherapy was infusing. Line was clamped, and chemotherapy was paused. Patient was then de-accessed and re-accessed. Cisplatin was then restarted at 1920. Dr notified at 1924. No new orders to acknowledge. Central venous line. The line from the port broke while chemotherapy was infusing. Patient is an infant female diagnosed with neuroblastoma (stage IV, mycn non-amplified). Patient's mother notified staff of variance and nursing stopped chemo, de-accessed and re-accessed patient and chemo therapy resumed. This patient had issue with port's extension tubing since it was changed from braun to bard brand due to braun no longer manufacturing the type of port needle previously being used. Infusion set was dc'd and is not available for return. No harm to patient."